Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 85% stenosed, 10mm in length, eccentric, de novo target lesion was located in the mildly calcified and non-tortuous 2.5mm in diameter right coronary artery to posterior descending artery. The lesion contained a significant bend of less than 45 degrees. After a non-bsc guide wire crossed the lesion, pre-dilation was performed using a 2.5 x 15 maverick balloon catheter, leaving 80% residual stenosis in the lesion. A 12 x 2.50 rebel stent was advanced for treatment, but failed to cross the lesion. The device was removed, however, it was noted that the stent itself was kinked. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.